Manufacturer narrative:
The suspect medical device changed on (B)(6) 2020 after further evaluation of the issue. MDR number 3016438761-2020-00150 was submitted for the updated suspect medical device. All information will be documented under that MDR number. H3 other text : see h10

Manufacturer narrative:
Patient information multiple sids listed. No patient information was provided. Device evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect magnesium results were generated. Corrected reports for two patients were issued. Sid date initial repeat (B)(6), (B)(6) 2020 1.4 mg/dl 1.8 mg/dl; (B)(6), (B)(6) 2020 1.3 mg/dl 1.7 mg/dl. The customer's normal range is 1.6 - 2.6 mg/dl. No adverse impact to patient management was reported.